Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose value unavailable. Customer's blood glucose was 240 mg/dl. Customer treated themselves via insulin pump. Customer advised the device continued to alarm sensor glucose value not available. Customer changed out their sensor and did not accept the first calibration. Customer declined to troubleshoot the sensor and removed it from their body. Customer advised the sensor tip was shorter and about half the length of their previous sensor. Customer was advised the sensor tip may have been broken or retracted. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.